Event description:
It was reported that during a visual inspection of the fentanyl batch, technicians discovered two particles floating in the solution and a reinspection form was issued. During the 100% reinspection, eight additional cassettes with particles were found to have particles floating in the solution. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. A video was returned for evaluation, no device was returned. Visual inspection of the video shows that particles can be detected. According to video the failure mode was confirmed. No functional testing was performed as no device was returned. The root cause could not be determined. No further actions. The device history review of the reported lot number found no non-conformities during the manufacturing process.